Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to mhra as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notice of an mhra adverse incident report which contained the following information: customer reported that the adc freestyle libre 2 sensor initialized normally when applied but when he tried to scan for the first time displayed a "scan again in 10 minutes" message. Customer further reported that the sensor displayed "hi" (readings greater than 500 mg/dl) compared to a reading of 9.8 mmol/l (176 mg/dl) obtained on an adc meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The report noted there was no injury and no third party treatment was provided. Customer additionally reported that "for someone inexperienced, this issue could have resulted in injecting insulin resulting in a catastrophic hypoglycemia. During the last 6-8 months I have had to return a number of units for premature failure but is the first one to give spurious readings". There was no report of death or permanent injury associated with this event.